Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is not well folded anymore and shows signs of inflation. Stent imprints are visible on the balloon surface indicating that the stent was initially crimped centered on the balloon. The stent was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to visually inspect the stent system prior to procedure, and that pre-dilatation of the lesion is mandatory.

Event description:
An orsiro drug-eluting stent system was chosen to treat a calcified lesion (90 percent stenosis degree) in a tortuous lad. Before implanting the device it was detected that there was no stent on the balloon.